Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 01-oct-2024 that the patient observed infection at the insertion site. The infusion set was used for 2 days. Also, hcp provided the medication related to infection. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.